Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets tube detached from connector. Two events occurred on (B)(6) 2024, other two events occurred on (B)(6) 2024, and one event occurred on (B)(6) 2024. Two infusion sets were used for 3 hour, other two infusion sets were used for over three hours, and one infusion set was used for over three hours. The blood glucose level was 371 mg/dl. High blood glucose level was addressed with a correction injection via multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.